Event description:
The iab was inserted into the pt on 4/29/97 at 1:45 a.m. And removed on 4/29/97 at 3:30 a.m. The iab did not malfunction. As a result from the event, there were bleeding complications and the iab was surgically removed. (Event complications: there was bleeding/iab surgically) removed- rpt'd 6/28/97. (Pt's current status: discharged- rpt'd 6/28/97.)